Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect handling of the device. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information as the device was received by the legal manufacturer. The legal manufacturer confirmed that the brush did not pass through. The use of deteriorated, impossible brush insertion, or use of an extra-application brush was likely to have resulted in deformity.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally findings are: switch number two, objective lens, light guide lens, connecting tube had a scratch; adhesive around the objective lens was peeled and connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope when inserting the cleaning brush diagonally into the suction part (button side), it got stuck at about 15cm and the brush could not be advanced all the way to the tip. The issue was observed during reprocessing intended for a therapeutic procedure. The intended procedure was completed and there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: balloon channel cleaning brush cannot inserted smoothly due to a dent on the balloon water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.